Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the doctor was not sure of the cause of the volume discrepancy. On the CT myelogram, the doctor said he believed he saw a break in the catheter. The doctor was unsure/could not confirm if there was a blockage that caused the backup in the catheter and led to the break of thecatheter and the volume discrepancy. The doctor planned to slowly wean the patient and then scheduled a catheter revision.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6) , ubd 2017-05-26, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the CT myelogram was scheduled for (B)(6)2021. At the time of this report no further troubleshooting had occurred. It was unknown at this time the cause of the issue or volume discrepancy. The actions and interventions taken to resolve the issue was the patient was refilled at the time the discrepancy was found and the physician reported that they had began lowering the patient¿s medication dose until the CT myelogram could be completed. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that there was a large discrepancy between the programmed reservoir volume and the amount of volume that was obtained from the pump. The physician indicated that approximately 3 ml was expected back from pump, but they got back 30 ml. The patient was not symptomatic. There were no pump stalls noted in the pump logs. A catheter access port procedure was performed, and the catheter was aspirated without issues. The plan was to obtain a CT myelogram. The issue was not resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. It was unknown if the surgical intervention was planned. The patient's weight and medical history were unknown.